Event description:
It was confirmed that the first stent deployed was a resolute integrity 3.0 x 18mm and not a resolute integrity 3.0x 22mm as initially reported.

Event description:
It is reported that 3 resolute integrity rx stents were implanted in the 1st diagonal during index procedure; the second and third stents were implanted to treat a dissection.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (dissection).